Manufacturer narrative:
Response to FDA notice to user facility report mw5069341. We are not able to relate a devise to the reported incident (sn of the involved device was not provided). We asked customer for additional information about the involved device but did not receive any information.

Event description:
We received FDA notice to user facility report mw5069341. Customer stated an incident happened at (B)(6) 2017. "Skull clamp lost pressure intraoperatively, resulting in loosening of skull clamp from patient which caused lacerations to the scalp requiring additional stitches." We never received any information about these incident before (B)(6) 2017. We asked customer for sn of the involved device but did not receive additional information.